Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged fuse. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A review of the alarm log was performed and the device underwent functional testing. A power on self-test was performed and the device presented an f94 alarm. The investigation related to the f94 alarm can be found in (B)(4). During visual inspection it was noted that a fuse was blown on the device. The cause of the blown fuse could not be determined. To correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.